Manufacturer narrative:
(B)(4).

Event description:
During a lead revision procedure, an eri alert was received. Premature battery depletion was suspected. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
Interrogation of the device found that the elective replacement indicator (eri) flag had been triggered. It was determined from the device image that high field settings and autocapture features were enabled which contributed to falsely triggering the eri flag. The analysis confirmed the battery level was found to be above eri and the device displayed normal battery depletion.